Event description:
It was reported the patient's trial procedure was abandoned due to the patient experiencing pain from difficulty repositioning the needle and advancing the scs lead. It was also reported the patient had significant lumbar scoliosis and probable stenosis per the physician. Additionally, it was reported the patient's blood pressure was elevated during the procedure (192/112). The patient was stable post-operative. Follow-up identified the pain issue resolved and the patient was released home the same day.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.